Manufacturer narrative:
Device investigation details: the facility declined the smartablate evaluation. Since service was declined, the unit is not available for evaluation. A manufacturing record evaluation was performed for the finished unit with serial number (B)(4), and no non-conformances related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient (female, (B)(6) 5.1ft) underwent cardiac ablation procedure for atrial fibrillation (afib) with smartablate¿ system rf generator (us) and suffered 2nd degree burns requiring conservative treatment. It was reported that after the case was complete and the patient was sent to the recovery area the area personnel reported blisters peeling off the skin on the areas that appears to be where the ground pad was located. The caller remembers the patient had pain during the procedure but nothing out of the normal. The physicians were down to the recovery area to assess the situation and evaluate the patient. The patient is in stable condition at this time. While on the phone the clinical specialist asked the physician if they would like to send the smartablate generator for evaluation to which he stated it did not think it was necessary. The use of two grounding pads may have been the solution but still under evaluation. The caller stated that she has no information regarding the devices used. The clinical cleaning team already has taken everything out. Caller remembered using an ez steer 8mm ablation catheter d-f curved, with the assistance of a clinical support specialist the catheter model was found to be (bn7tcdf8l) and is not available for return. Also the smartablate generator g4c-0484 was used but evaluation service was declined. The burn was classified as 2nd degree. The physician¿s opinion is that the cause of the event was procedure. The treatment was silver gel with dressing the patient¿s condition has improved. The patient was kept overnight for observation. Kept overnight for observation. The contact area and the indifferent electrode were properly prepared per the indifferent electrode (ie) instructions for use. The ie was sufficiently large, properly placed was moist and placed on the lower back. It was positioned on the back as close to the heart as possible. There were no air pockets. There were no errors on displayed by the generator. The ablation parameters were set to 70 degrees, 70 watts, 999s, minimal ablation 1 min 1 sec, max ablation 16 min 39 sec, total for procedure 59 min 40 sec.